Event description:
Event description cpi received information that this bipolar endocardial lead was removed from service, because of 'non-capture'. Implant date-12/07/95. Removed from service date-07/30/96. Implant months-7.8